Event description:
It was stated that person with diabetes reported that her glucose level is high and she did a site change mid afternoon but sometime during the night, insulin stopped getting delivered to her and her glucose started elevating. She did another site change to resolve the high glucose of 423 mg/dl. When she removed her infusion set and cassette, she noticed the tubing was disconnected at the luer lock, but no insulin leaked out and is built up in the tubing. Patient states she can see where the insulin stopped and started accumulating in the tubing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.